Event description:
Information was received from the customer that the unit's alarm "cannot always be heard" (that the unit's alarm was functioning intermittently.). There was no reported pt harm. Despite attempts for follow-up, no additional information has been obtained. The unit has not been returned for evaluation.